Event description:
It was reported that the patient complained of pocket stimulation. The atrial lead impedance was elevated causing the device to polarity switch. Noise was observed and both atrial and ventricular channels. The entire system was removed and replaced. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.